Event description:
Manufacturer received device tracking information indicating that a vns patient underwent lead replacement surgery for unknown reason. Attempts to obtain reason for lead replacement surgery have been unsuccessful to date. Lead malfunction is suspected.

Event description:
Further follow-up revealed that the pt underwent lead replacement surgery due to developing an increase in coughing. It was reported that the coughing was a result of fibrosis around the lead. The pt's condition has greatly improved since lead replacement surgery. The pt's cough has diminished.